Manufacturer narrative:
This investigation is on-going as it has not yet been determined if a sample will be available for return & evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The may 2015 navilyst medical complaint report was reviewed for the bioflo PICC product family and the failure mode "difficult to remove guidewire." No adverse trends were identified. As the returned guidewire is a purchased device for navilyst medical, it was forwarded to our supplier, (B)(4) manufacturing, for eval. Their inspection confirmed multiple bends/kinks at multiple locations along the length of the guidewire. They stated that "the damage presented by the distal region of the specimen appears consistent with advancing against an obstruction. The offset/overlapping coil wraps are suggestive of augering the specimen device against resistance." Lake region's review of the DHR did not find any related quality issues in the manufacturing, inspecting or packaging of the reported lot. Lake region performs a 100% visual inspection on all guidewires for defects and the damage on the returned sample would have been identified had it been present prior to shipping. It is therefore, most likely to have been caused by procedural and/or clinical factors.

Event description:
As reported: "during bedside placement of a bioflo 5f double lumen PICC, the guidewire would not retract from the access needle. The patient was sent to special procedures for removal of the wire and needle. Upon removal, it was noted that the guidewire was bent at the tip to approximately 90 degrees." The availability of the guidewire sample being researched.